Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay pt contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation since the medical affairs specialist was unable to contact the pt to obtain additional info. The pt said the reported meter stopped working at 6:30 am on the same day. The pt said she almost fainted after the product issue started and she called her doctor. She was advised to drink something. No info was provided regarding the pt's diabetes treatment regimen. The cca was unable to complete troubleshooting because the pt did not have test strips. The meter did not turn on when the power button was pressed. The pt's products were replaced. This complaint is reported because the pt alleges the lfs meter did not turn on, afterward she almost fainted. She claims her doctor advised her to drink something.